Manufacturer narrative:
The pump user guide instructs the user to remove any residual air from the cartridge. No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that minimum fill notifications occurred after filling multiple cartridges with 250 units of insulin. The customer¿s blood glucose level was in the 400's mg/dl. Customer does not practice proper air removal technique. Reportedly, a new cartridge was loaded successfully and insulin delivery was resumed.